Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced palpitations at the same time the ra lead continued to exhibited intermittent undersensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing. The rv lead remains in use. The right atrial (ra) lead exhibited intermittent undersensing, chronic low p waves and far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.